Event description:
During the initial set-up for the case, three roticulator autosuture endo gia 60x3.5 reloads (sulu's) were delivered to the field along with an autosuture endo gia universal handle, stapler # 030449 and three staple line reinforcement devices. Upon loading the first load, the stapler cartridge (sulu's) clamped down closed, locked and would not reopen # 030458. The stapler cartridge was replaced with another load and the universal handle, stapler was replaced. The replacements functioned correctly.